Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial#: (B)(4) description:coveredge 32, 50 cm 4x8 surgical lead model#: sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site wherein the wound was not fully closed. It was believed that the patient's body healing was the cause of the infection. Nothing happened during the recent procedure that might have caused to the infection. Antibiotics were prescribed. The patient underwent an explant procedure.